Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the heavily calcified, totally occluded, 90% stenosed, de novo, proximal right coronary artery (rca) after a malposed unspecified stent was implanted, the 1.5 x 12 mm traveler balloon dilatation catheter (bdc) was used for post-dilatation when without resistance, during use, the proximal shaft of the device separated. The device was removed inside the guide catheter from the anatomy without reported issue. A different 1.5 x 12 mm traveler bdc was used for post-dilatation of the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.